Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product. (This follow-up MDR was mailed to the FDA on 1/28/98).

Event description:
The iab was inserted into the pt on 10/15/97 at 3:00 pm. On 10/21/97 at 9:30 am after iabp for 140 hrs, the iab leaked and the iab was removed. No second iab was inserted. Inspite of several calls to the facility, the iab was never returned to datascope for eval. [Event complications]: none from the event-reported 11/25/97. [Pt's current status]: unk-rpt'd 11/25/97.